Manufacturer narrative:
UDI number: (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Although the exact cause of the event could not be confirmed, as information was requested, but not forthcoming. It is possible that both the under expansion of the valve during the initial implant to the worsening pvl and the subsequent re-dilation 7 months post deployment may have contributed. In addition to the re-dilation of the valve with the non-edwards balloon, patient factors (advanced age ¿ 83 years) and co-morbidities (not provided) may have contributed to the reported post procedure neurological complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 valve was successfully implanted in the aortic position. The procedure went well, and the patient was discharged to home in stable condition. One to 2 weeks post tavr, the patient reported shortness of breath (sob). No actions were taken, and the patient was monitored. Seven (7) months post valve implant, echo indicated paravalvular leak (pvl) at the left coronary cusp (lcc). The valve appeared to be under deployed. The patient was admitted for re-dilation of the implanted valve. It was also reported that the patient¿s ef was 15%. The valve was re-dilated with a non-edwards balloon and the pvl was reduced to trace. Following the valve re-dilation, the patient¿s pressures did not recover. CPR was performed for about 12 minutes and medications were given. The pressures recovered and the patient was transferred to recovery in stable condition, still intubated. The patient started having seizures throughout the night following the procedure. A brain CT to determine the neurological condition was planned for postoperative day (pod) 1. At the time of the report, the patient status was unknown. The valve remains implanted in the patient.